Event description:
Gore excluder endoprosthesis 16mmx7cm ref# (B)(4) sn b)(4) came off of device into gore dryseal 12 fr. Sheath, ref# (B)(4), sn (B)(4) while in patient. Sheath was removed and x-rayed to confirm stent was contained within sheath upon removal from patient, which it was. Both sheath and stent and packaging for both were double-bagged and brought to coordinator's office to go to risk management. Reference report mw5115785.